Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument metal cable broke while inside the patient's abdomen. Surgeon visualized the abdomen and arm and no metal fragments were found. The instrument was removed from the abdomen. The procedure was completed with no reported injury.